Event description:
During a check-out procedure at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. There was no harm or injury reported.  The device's oxygen blending module board needs to be replaced to address the issue.